Event description:
On (B)(4) 2013 a sorin crm USA, inc. Sales representative called technical services regarding a paradigm dr 8550 sn (B)(4) that displayed a reset warning message from (B)(4) 2013. This device was implanted (B)(6) 2011. The caller stated a popup message was displayed at interrogation saying the device is in backup mode, interrogation aborted, do you want to reinitialize?

Manufacturer narrative:
(B)(4) 2013. An analysis from the manufacturer is pending. Device remains implanted.

Manufacturer narrative:
(B)(6) 2013 an analysis from the manufacturer is pending. (B)(6) 2014 method: since the device remains implanted, the patient files were reviewed. Result: please see the attached analysis (B)(4). Conclusion: please see the attached analysis (B)(4). Device remains implanted.

Event description:
On (B)(6) 2013 a sorin crm USA, inc. Sales representative called technical services regarding a paradym dr 8550 sn (B)(4) that displayed a reset warning message from (B)(6) 2013. This device was implanted (B)(6) 2011. The caller stated a popup message was displayed at interrogation saying the device is in backup mode, interrogation aborted, do you want to reinitialize?